Event description:
Reportedly, during pt use, the ventilator alarmed with 'backup battery low' and 'shutdown imminent' error messages while running on battery power. The ventilator was connected to ac power and the ventilator ventilated normally. However, the pt was ambu bagged and switched to another ventilator. There was no permanent injury in this case. Later, distributor found that the battery cable was damaged.

Manufacturer narrative:
Although requested, pt info was not provided.